Event description:
A malfunction occurred, prompting a malfunction alarm and displaying error code malf 12. This issue caused the customer's blood glucose level to rise to 600 mg/dl. The customer managed the high blood glucose by administering a correction injection via multiple daily injections, without requiring third-party assistance. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.